Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6) 2018, the 33-35 disp biopsy punches 5mm was not sharp enough to perform an unspecified procedure resulting in adverse patient outcomes: pain and bleeding. No surgery delay due to product problem. Additional information has been requested but no other clinical information has been provided.